Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 525 mg/dl at the time of incident. Customer reported that they received insulin flow blocked alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by infusion set change. Customer had high blood glucose because of the issue with the infusion set but it went down after changing the infusion set not suing the sensor. The insulin pump will not be returned for analysis.